Event description:
The report from the affiliate indicate that five (5) days after the index procedure, the patient complained of chest pain and the ECG was noted to be abnormal while still in the hospital after the index procedure. Coronary angiography was done and thrombus was observed inside the previously implanted cypher stents in the proximal/mid left anterior descending (lad) coronary artery and also from the mid right coronary artery (rca) all was inside the previously implanted cypher stent in the distal rca/atrioventricular (av) branch. The sub acute thrombosis (sat) was treated by aspiration of the thrombus and percutaneous transluminal coronary angioplasty (ptca) for both lesions. Bare metal stents (bms) - a driver 3.5 x 24 mm, a 3.0 x 18 mm and a pixel 2.5 x 13 mm were implanted from the distal end of the cypher stent at the mid lad to the inside of the cypher stents in the lad. The physician's comment regarding the possible cause of the sat that the stents were probably under-dilated even though ivus was done. In addition, a dissection might have occurred at the distal end of the cypher stent implanted in the rca because thrombus was confirmed up to the proximal end of the cypher stent. There was no dissection noted by ivus at the index procedure.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The index procedure was an elective case. There were two (2) lesions treated. Lesion #1-1 was the proximal to mid lad. The lesion was reported to be: a restenosis of a lesion treated previously by ptca, eccentric, bifurcated, a flexion lesion, 30 mm in length, vessel diameter of 2.7 mm, and type c. The lesion was pre-dilated with a 3.5 x 15 mm balloon at 6 atm for 55 sec. A cypher 3.0 x 23 mm stent was implanted at 12 atm for 40 sec. An additional cypher 3.5 x 18 mm stent was implanted at 12 atm for 40 sec proximal to the first stent and in overlapping fashion. The stents were post-dilated with a 3.0 x 23 mm balloon at 14 atm for 30 sec. Ivus was conducted. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Lesion #1-2 was the distal rca/av branch. The lesion was reported to be: an in-stent-restenosis (isr) of a competitors stent, concentric, 18 mm in length, vessel diameter of 2.4 mm, concentric, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 16 atm for 60 sec. A cypher 2.5 x 18 mm stent was implanted at 6 atm for 60 sec. Ivus was done. The flow pre-procedure was timi 0 and post procedure timi 3. The residual stenosis was 0%. An act was not measured. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR's report # 9616099-2006-01158, # 9616099-2006-01159, and # 9616099-2006-01160.